Event description:
This is a spontaneous report by a foreign physician of cardiac arrest in a female pt coincident with dianeal therapy while the pt was attached to the homechoice device. The physician reported that in 2008, the pt was hospitalized, because of the family's home circumstances. In 2009, during hospitalization, the pt expired due to cardiac arrest. Per the physician, the cause of death was reduced general condition manifested by anorexia and vomiting. The pd was ongoing at the time of death. It was not reported if an autopsy was performed. The medical history included gallstones, cholecystitis, and dementia. The event of cardiac arrest reportedly was not related to the homechoice device. In 2002, the pt began treatment with dianeal solution intraperitoneally (ip) for chronic renal failure.

Manufacturer narrative:
The device was not returned for eval.